Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: right minimally invasive lateral retroperitoneal, direct discectomy and interbody fusion with cage. Levels implanted: l2/3 and l3/4 it was reported that intra-op at the point of implantation of interbody devices with the inserter, the inserter broke off. It was unable to locate in the patient.